Event description:
Customer stated they tested several times and received results of 470mg/dl, error, error, 460mg/dl. The customer dosed 4 extra units of insulin. The customer later noticed their urine was a darker color so they tested blood glucose and received a result of "hi". The customer went to the emergency room and was given an IV and a lab result of 161 mg/dl was received. The customer had passed a kidney stone. Strips were being stored out side of the vial and no controls were used.